Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c4tr01, ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the patient developed (B)(6) bacteremia and the blood cultures were (B)(6). There was a six by six- millimeter mobile mass on the coronary sinus lead as it entered the right atrium. The device and lead were removed and a temporary right ventricular lead was placed. No further patient complications have been reported as a result of this event.